Manufacturer narrative:
Follow-up report #1 was submitted with the incorrect MFR #. The report should have been submitted on MFR# 3012307300-2017-01338. Please disregard all information provided on the follow-up report. One pump was returned for evaluation. Visual inspection found the pump with residue on the battery compartment and battery door. A review of the event history log found that the batteries discharged quickly until completely depleted within seconds. Functional testing involved a battery test and the reported issue was unable to be duplicated. Based on the evidence, the root cause of the issue was unable to be determined.

Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that when accessing the batteries of a cadd®-solis vip ambulatory infusion pump, the batteries were hot to the touch and burned the patient's hand. It was noted that the patient was a "home IV patient". At 5:30 am, the pump started alarming "low battery", even though the battery had just been changed the previous morning. When the patient went to open the battery flap to change the batteries, the batteries were very hot to the touch, and the patient burned her hand as a result. It was observed that the outer lining of the batteries melted from the heat. Battery leakage was present inside the pump, and the battery lid underneath "appeared a bit stained". No permanent injury was reported.

Event description:
The patient was closely monitored by critical care staff in the intensive care unit during pump infusion. In the (B)(6) 2017 evening, it was observed that the patient was not tolerating the remodulin infusion well and required additional oxygen. In the (B)(6) 2017 early hours, it was observed that the pump alarmed the low volume. At that time, the nurse observed the patient's medication bag was full when it should have been empty. It was calculated by the nurse that the patient had not received the medication for 36-48 hours. A new pump and cassette were placed on the patient. Due to the incident, the patient became more hypoxic, restless, unable to fully recover, and unable to maintain blood pressure. It was decided to take measures to make patient comfortable. The cause of death was attributed to the patient's chronic pulmonary arterial hypertension. The patient was on the following unrelated treatments: titrated remodulin through PICC line, lasix for diuresis, steroids for inflammation, and antibiotics for appendicitis.